Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. Multiple requests for additional information have been made. As reported the "mesh came loose from the sutures and rolled up". No information has been provided to indicate contributing factors to the alleged condition of the mesh upon explant. At this time, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to document receipt of product identifiers. No additional information was provided that would alter the initial determination. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 335 units released for distribution in october,2015. Updated fields: b4, d4, g4, g7, h2, h4, h, h10. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported via maude event report (mw5088548): "pt called to report an adverse event involving his 3dmax mesh he had implanted on (B)(6) 2016. Pt stated 6 weeks after surgery his swelling became worse. Pt stated he was in severe pain, had complications with bowel movements, and citrus foods and tomato cause upset him. Pt said he went to the emergency room (ER) 3 times. The last time was the friday after in 2018, where he was referred to a surgeon. Pt said he saw the surgeon the following week and was told the mesh needed to be removed. Pt had the mesh removed on (B)(6) 2018 and had a different mesh put in. Pt stated his complication was identified as a "meshoma" where the mesh came loose from the sutures and became rolled up inside him."

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. Multiple requests for additional information have been made. As reported the "mesh came loose from the sutures and rolled up". No information has been provided to indicate contributing factors to the alleged condition of the mesh upon explant. At this time, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported via maude event report (mw5088548): "pt called to report an adverse event involving his 3dmax mesh he had implanted on (B)(6) 2016. Pt stated 6 weeks after surgery his swelling became worse. Pt stated he was in severe pain, had complications with bowel movements, and citrus foods and tomato cause upset him. Pt said he went to the emergency room (ER) 3 times. The last time was the friday after in 2018, where he was referred to a surgeon. Pt said he saw the surgeon the following week and was told the mesh needed to be removed. Pt had the mesh removed on (B)(6) 2018 and had a different mesh put in. Pt stated his complication was identified as a "meshoma" where the mesh came loose from the sutures and became rolled up inside him."